Manufacturer narrative:
Age/date of birth (months): ages are 52.21 ± 14.49 years (range 12¿86 years). Sex/gender: 33 (51.6%) males and 31 (48.4%) females. Weight & ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is 25-oct-2019. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: the UDI number is unknown, as the lot number was not provided. If implanted, give date: not applicable, the healon is not an implantable product. If explanted, give date: not applicable, the healon is not an implantable product. Therefore, not explanted. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed.. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: malhotra c., dhingra d., nawani n., chakma p., jain a., k., phacoemulsification in posterior polar cataract: experience from a tertiary eye care centre in north india. Indian j ophthalmol 2020;68:pp. 589-94. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: phacoemulsification in posterior polar cataract: experience from a tertiary eye care centre in north india a retrospective study was done to determine the rate of posterior capsular rupture (pcr) and assess the postoperative outcomes in patients of posterior polar cataract (ppc) undergoing phacoemulsification using a combination of ¿v¿ or ¿¿¿ nucleofractis and viscodissection. A total of 80 eyes (n=38 right and n=42 left) of 64 patients underwent cataract surgery for ppc. During the procedure, a cohesive viscoelastic healon gv (abbott medical optics) containing 14 mg/ml sodium hyaluronate was injected to inflate the capsular bag for intraocular lens implantation. After the iol insertion, residual viscoelastic was removed with the bimanual irrigation and aspiration tip from below the iol by tilting the lens and inserting the irrigation tip under the lens surface and also from above the iol. Postoperative complications include posterior capsular rupture (n=6 eyes) and persistent posterior capsular plaque (n=4 eyes). Anterior vitrectomy was required in all cases with pcr because of associated vitreous disturbance. Iol was implanted in the sulcus in all these cases with pcr as the size of the capsular dehiscence was >50% of the anterior capsulorrhexis. The 4 eyes with residual (persistent) posterior capsular plaques were managed with nd:yag laser capsulotomy.